Manufacturer narrative:
(B)(4) and the associated outflow graft were not returned for evaluation. Review of the manufacturing documentation for the pump confirmed that the associated device met all requirements for release. Review of the log files revealed a rise in power consumption outside normal operation on (B)(6) 2015. However, data covering the event date was not received. The reported thrombus was confirmed via x-ray of the outflow graft and visual inspection of the explanted pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive clinical cause cannot be determined, clinical status such as inr values, infections and former drug abuse, comorbidities, and pharmacological factors are possible contributing factors. The most likely root cause of the abnormal pump parameters is the thrombus confirmed in the pump and outflow graft. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was hospitalized on the (B)(6) 2015 due to a pump stop which was caused by a controller failure. On the (B)(6) 2015 a CT scan was performed because the "vigilance of the patient was low." Due to clinical and technical parameters a CT-scan was performed-especially for the outflow graft which was examined and a stenosis in the outflow graft was detected. Examination of the rotor was performed at the site by the physician and it was noted that there was "fresh thrombi (stasis thrombus) in the pump." "Small parts of the thrombus were seen on the hydrodynamic bearing." It was stated that the thrombus was connected to the wings and presumed to be the source of the "third harmony." It was said, "since the patient was already evaluated for a pump explanation, due to the recovery of the heart, the pump was explanted." No additional information provided. Investigation is ongoing.